Event description:
It was reported that difficulty crossing a lesion and stent damage occurred. A percutaneous transluminal coronary angioplasty was being performed. This 38 x 2.75 promus premier select was advanced to the 98% stenosed target lesion, but could not cross the lesion. It was noted that struts of the stent was damaged. The procedure was completed with another of the same device and the patient as reported to be stable following the procedure.

Event description:
It was reported that difficulty crossing a lesion and stent damage occurred. A percutaneous transluminal coronary angioplasty was being performed. This 38 x 2.75 promus premier select was advanced to the 98% stenosed target lesion, but could not cross the lesion. It was noted that struts of the stent was damaged. The procedure was completed with another of the same device and the patient as reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR: a 38 x 2.75mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal stent struts were lifted and pulled proximally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid shaft section found no issues. No other issues were identified during the product analysis.